Manufacturer narrative:
(B)(4). Other remarks: n/a corrected data: n/a.

Event description:
Reported as "failure to unwrap". The report further states, "ccl team is calling due to high pressure alarms being issued after placement of 50 cclws iab in l fem. On fluoroscopy, the iab's distal tip was not fully unwrapping. I walked the cardiologist through manual inflation x2 that was unsuccessful. It was then decided to remove the iab. Another 50 cc lws iab placed using same insertion site successfully and therapy initiated. Fos manually zeroed due to same iabp being used. Fos status: ok". No patient harm or injury. The patient status is reported as "fine".